Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer was hospitalized on (B)(6) 2015 at 4:30-5 pm for a low blood glucose level of 27 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer stated that she was found on the floor when the paramedics arrived. The customer sated that she found an air bubbles in the reservoir compartment of her insulin pump. The customer will change their reservoir and infusion set to resolve the issue. The customer will contact their health care provider about what may have caused the low blood glucose. No further information was provided.